Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error. Customer¿s blood glucose was 5.1 mmol/l at the time of incident. Customer stated that the insulin pump was not bumped or dropped. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unable to verify unit not received stuck in manufacturing mode due to critical pump error (open book image). Unit was received with critical pump error (open book image) and pump error noted in the insulin pump trace download due to moisture damage on the force sensor. The electronic assembly and motor had moisture damage. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit had minor scratched display window, scratched case, cracked case at battery tube side, cracked battery tube threads, pillowing keypad overlay, cracked retainer and a corroded battery tube.